Event description:
It was reported that the patient needs her generator replaced. The physician reported that the relationship of the increase in seizures to vns is possibly due to a low generator battery and began in (B)(6) 2014. The patient's seizures are not above the patient's pre-vns baseline frequency. Replacement is planned, but has not occurred to date. No causal or contributory programming changes or medication changes preceded the onset of the seizures.

Event description:
It was reported that the vns patient was experiencing an increase in seizures. The patient has a history of non-compliance with her medications. No known interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.